Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: review of the black box data revealed records of call service 064-0001 alarms for occlusion during prime. On investigation, the pump powered on normally. Rewind, load and prime steps were completed without the occurrence of errors, warnings, or alarms. The pump was exercised without duplication of call service alarm. Investigation did not duplicate the complaint.